Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated. (B)(4).

Event description:
It was reported that this device was explanted following notification of safety mode operation during a recent interrogation due to feeling discomfort. During the interrogation it was noted that atrial pacing was at 90 percent and ventricular at 1 percent. The unit is intended to be returned for laboratory analysis and another device of same model type was implanted without reported complications.